Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator shut off during use. The generator was switched back on again and reportedly worked correctly. The generator has not been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to reproduce the customer's stated reason for return of the device switching off during use however it was noted that the battery contacts were contaminated and it was speculated that this was most likely the cause of the incoming complaint. It was additionally noted that the bail and attachment rings were broken. The main board was calibrated, the battery contacts were cleaned and the device was then retested on the automated test system and passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.